Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia after a supply change and meal announcement, followed by hypoglycemia after a later meal when the system delivered a larger correction and the user announced a regular meal despite eating a lighter amount. Symptoms included headaches, weakness, and a recorded low blood glucose of 39 mg/dl. Outcomes included self-treatment of hypoglycemia with orange juice and glucose tablets, with no medical intervention, hospitalization, or use of backup therapy for the initial hyperglycemia. Investigation included user troubleshooting and education on meal announcement and correction behavior, with review of supply change steps and insulin delivery resumption. Investigation of this case revealed no identifiable device malfunction, kinked cannula, or clinical factors such as steroids, and the event was attributed to glycemic fluctuations associated with dosing decisions and timing. It was concluded that the cause of the hyperglycemia and subsequent hypoglycemia was unclear and that the device functioned as designed with appropriate correction delivery and user education provided. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.